Event description:
On (B)(6) 2012, the patient contacted animas alleging that the subject pump had powered off with no warning. The patient informed customer support that she began using the subject pump just 1 week prior to contacting animas. The patient stated that on (B)(6) 2012 when she awoke she discovered the pump had no power. The patient reported that her blood glucose (bg) was between 130 and 150 mg/dl. There was no mention of symptoms. The patient reported she replaced the battery, but when pump rebooted the screen appeared distorted. It is not clear if the display issue resolved on its own, because the patient reported that the pump lost power again on (B)(6) 2012. The patient claimed she discontinued using the subject at that time and switched to her old pump. At the time of troubleshooting, the patient denied any visible damage to pump casing or battery cap. The patient also confirmed the battery cap was secured tightly to the pump. There was no patient impact associated with this complaint. The patient's bg readings do not meet animas' criteria of a serious injury. However, this complaint is being reported because the alleged power issue remained unresolved.

Manufacturer narrative:
Follow-up #1 date of submission (B)(4) 2012 device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the pump powered on with vibratory and audible sounds. There was no damage found to the battery cap or battery compartment. The returned battery cap was able to fully tighten with no yellow o-ring showing. The pump was exercised for 24 hours with returned battery cap with no power loss or rebooting was duplicated. The pump was opened and no moisture was found within the pump. The power issue was observed in history but not duplicated during investigation.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will the pump has been returned to animas; however, the investigation has not been completed. No conclusions can be drawn at this time. Once the evaluation has been completed a supplemental report will be filled.